Event description:
On 11/2/2021 it was reported by a sales representative via (B)(4) that an ar-3638 knotless fibertak anchor, after hitting it with a mallet, did not seat in near cortex. Despite the surgeon multiple attempts, anchor would not seat. This was discovered during a labrum repair.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).